Manufacturer narrative:
Date sent to the FDA: 03/18/2021. The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure? Product lot number? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before and/or during suture placement? Was the suture broke post-op? If yes where (termination, middle, end)? Please specify for both incisions. Was there any precipitating stress factor for the wound dehiscence? What tissue dehisced? Was the suture removed? Were cultures performed? Results? Other relevant patient factors/comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 05/26/2021. Additional information was requested, and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure? [The patient demographics] 22years old. Height is 162cm. Weight is 51kg. Product lot number?- the lot number is unknown. On what tissue was the suture used?- the suture was used in the dermis. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Tissue status was normal. Was fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure?- all wounds (3 sites) were sutured with a single suture. At the start of suturing, the loop was fixed to the tissue. Back stitches were performed at least once before suturing was completed. Did the operating surgeon observe any suture deficiency or anomaly before and/or during suture placement?- there was no defect or abnormality in this product before, during, or after surgery. Was the suture broke post-op? If yes where (termination, middle, end)? Please specify for both incisions.- postoperatively, the suture had been broken at the endpoint in both wounds. Was there any precipitating stress factor for the wound dehiscence?- there were no particular stressors responsible for wound dehiscence. What tissue dehisced?- the upper dermis was dehisced. Was the suture removed?- the suture was removed as much as possible. Were cultures performed? Results?- no culture was performed. Other relevant patient factors/comorbidities/concomitant medications?- no other relevant patient comorbidities/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event?- doctor's comment: since the patient was young and had a thick and tensioned dermal layer, it is considered that tension to the suture was enhanced. [Other contributing factor] the surgeon commented that the thick dermis and tension at a young age may have contributed to the tension on the sutures. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare¿ active ingredient(s) triclosan dosage form suture/solid/parenteral strength = 2360 ¿g/m. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Product lot number? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before and/or during suture placement? Was the suture broke post-op? If yes where (termination, middle, end)? Please specify for both incisions. Was there any precipitating stress factor for the wound dehiscence? What tissue dehisced? Was the suture removed? Were cultures performed? Results? Other relevant patient factors/comorbidities/concomitant medications? What is physicians opinion as to the etiology of or contributing factors to this event? What is the patients current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted 2210968-2021-01860 and 2210968-2021-01861

Event description:
It was reported that the patient underwent a mastectomy on (B)(6) 2020 and the barbed suture was used for incision. Two weeks after surgery, the wound was dehisced, and serous fluid leaked from the inside. Antibiotics were administered and the wound was washed, and the patient was followed up without suturing again. After epithelialization, the wound healed. The patient has been discharged from the hospital. A surgeon opined that although there is no causal relationship. Additional information has been requested.